Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue and the display was blank. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-sep-2018 with the following findings: during investigation, the pump would not power on. The pump was opened to find moisture on the internal components. The intermittent power allegation was not duplicated. No power to the pump was found due to internal moisture ingress. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.